Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm during the rewind test. No blank display during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 186 mg/dl at the time of incident. Customer stated that the insulin pump was not able to rewind. Customer stated that the insulin pump screen went blank after changing the battery. Drive support cap was normal. The insulin pump will be returned for analysis.